Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, where a permanent scs system was implanted. The patient was reportedly doing well post-operative. However, it was reported on (B)(6) 2015, the patient went for a doctor's visit and was admitted into the hospital; as the patient was experiencing left leg weakness, urinary incontinence and retention. Follow-up information revealed the patient underwent surgical intervention on (B)(6)2015, where her entire scs system was explanted due to possible hematoma. Additional follow-up information revealed the patient is going through rehabilitation and her leg weakness and urinary issues are resolving.

Event description:
Follow-up information revealed the patient continues to experience the issues although scs system is explanted. The patient plans to consult with a different neurosurgeon as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.